Manufacturer narrative:
Investigation summary: a review of the customer data shows a mix of both positive and negative results with good amplification curves observed for positive results. No abnormal curves were noted in the customer's data. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting concerns over samples testing at the cut-off region (CT - cycle threshold) of the test. Customer stated samples in this region can switch call status when repeat tested (positive to negative or negative to positive).